Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The concentric, de novo target lesion was located in the moderately tortuous, non-calcified distal right coronary artery (rca). The lesion length was >32mm and the reference vessel diameter was 4.0mm. The lesion was pre-dilated with a maverick mr 3.0x20mm balloon. First, a taxus liberte' 4.0x38mm stent was placed in the distal rca. Because of the length of the lesion, the physician needed to place another stent and attempted to advance a taxus liberte' 4.0x32mm stent across the previously placed stent but was unsuccessful. Upon removing the stent delivery system from the patient it was noted the stent struts were sticking up. The device was discarded. Next, a quantum maverick 4.5x20mm balloon was used to open up the proximal end of the first stent. Another taxus liberte' 4.0x32mm stent was advance across the previously placed stent and was deployed in an overlapping position. No patient complications were reported and the patient status is reported as "ok".

Manufacturer narrative:
Patient age: 18 years of age or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).